Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The service history task revealed no previous service events that would cause or contribute to the event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:00:46. During night drain cycle five, the patient's ultrafiltration reading was 1484ml, indicating the home patient drained 1484ml more than their maximum programmed fill volume of 2300ml. No additional information is available.